Event description:
It was reported that there was a fault in a new trach tube. Customer reported item was either 67pfp40 or 67pfps40. The ring on the flange where the tube secures with tie tapes snapped right through so the tapes came out of place. The tube was insitu when the flange snapped at the eyelet, tapes became unsecure. The issue was found before the eyelet completely broke. Emergency tube change was performed.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Manufacturer narrative:
Other text: no lot number was provided; therefore, device history record review could not be performed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the reporting manufacturer will reopen this complaint for further investigation. E4 is unknown, no information provided to date., corrected data: corrected - h1.